Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2012. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient did not specify any symptoms at that time. On (B)(6) 2012, the patient reportedly visited her physician's office and obtained a blood glucose result "greater than or equal to 500 mg/dl" with the physician's/ clinic meter. It is not known what treatment the patient received while at the physician's office. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient confirmed the batteries did not need to be replaced. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result of "greater than or equal to 500 mg/dl" with another device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.